Manufacturer narrative:
This report is submitted on june 05, 2017, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
It was reported that the patient experienced swelling, infection and blood at the abutment site for a number of years, resulting in the decision to remove the abutment (date not reported).